Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the investigations showed, that the battery acid leaked out of the battery. The acid led to corrosion on the battery contacts and to a power interrupt. The insulin pump shut down without alarm because of the sudden power failure. The user of an accu-chek spirit combo insulin pump should only use quality batteries like those recommended by roche: the accu-chek spirit combo insulin pump user guide 1.4 accessories and disposables/1.4.3 battery: your pump requires one aa1.5v battery in order to function. Use aa high-quality alkaline lr6 or lithium fr6 batteries that have a minimum capacity of 2500mah. Do not use carbon zinc or nickel cadmium (nicd) batteries. The problem mentioned by the customer is related to mishandling of the product by the customer.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the infusion device switched off without any alarm or error message. Patient stated he changed the battery on (B)(6) 2013 and he changes the battery often. Patient reported he also changed the battery cover but the infusion device didn't start. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.